Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding patient receiving intrathecal unknown hydromorphone 8 mg/ml at 4 mg/day and clonidine 1000 mcg/ml at 500 mcg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. A motor stall was seen at initial interrogation and the motor stall occurred on (B)(6) 2016. A recovery was also noted. The pump logs provided from (B)(6) 2016 showed multiple motor stalls and recoveries occurred. A motor stall occurred on (B)(6) 2016 at 05:34 and recovered on (B)(6) 2016 at 05:37. A motor stall occurred again on (B)(6) 2016 at 11:31 and recovered the same day at 12:20. Another motor stall occurred on (B)(6) 2016 at 15:26 and recovery on (B)(6) 2016 at 02:15. Another motor stall occurred on (B)(6) 2016 at 17:17. The patient did not recently have a MRI. The cause of the motor stalls was unknown. Reported symptoms included high blood pressure. The reporter was going to discuss replacement with the patient and doctor. Additional information was received from the rep indicated the pump was explanted on (B)(6) 2016 and returned. A motor stall had occurred and the patient was in pain. It was unknown what environmental/external/patient factors contributed to the issue. It was also unknown what diagnostics/troubleshooting was performed. The hydromorphone dose was decreased to minimum dose due to little to no drug infused since (B)(6) 2016. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found motor gear train anomaly, stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.